Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided. The sapien 3 valve was explanted and replaced with a bioprosthesis surgical valve. Per report, the sapien 3 valve was securely seated in the annulus; however, there was no exact cause for the paravalvular leak.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The valve remains implanted in the patient at this time. In this case, the cause for the worsening pvl cannot be determined. However, cardiac remodeling could be a contributing factor. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a product deficiency contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 7 months post implantation of a 29mm sapien 3 valve the patient presented with heart failure symptoms, and new moderate paravalvular leak (pvl) on echo. The patient is now being considered for surgical valve repair and the valve will be explanted.